Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 10 months due to endocarditis. The explanted device was replaced with a 25mm 11500a aortic valve. Per medical records, intraoperatively, aortic valve noted to be infected and completely dehisced from annulus. Extensive peri annular abscess present for the entire circumference with large amount of tissue destruction. Large amount of subvalvular vegetation and necrotic tissue present. Anterior mitral leaflet also noted to be disassociated from the aorto-mitral curtain and was repaired. A new 25mm 11500a valve was seated into place. Tee demonstrated good ventricular function with an area of periprosthetic leak near the right coronary cusp. Repairing this was noted to be inadvisable due to probability of resulting in worse or unreconstructable anatomy. Cpb was weaned and patient was taken to the ICU and discharged on pod#7. Per pathology report, the aortic valve bioprosthesis was found to have a moderate amount of adherent tan to pink focally indurated tissue. Pathology noted that vegetations were scraped off the cusps and examined separately.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 10 months due to unknown reason. The explanted device was replaced with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.